Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. New information added: h3, h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that e105 occurred due to failure of the led light source unit. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center exhibited an error code e105. It is unknown when the issue occurred. There were no reports of patient harm associated with the event.